Manufacturer narrative:
.

Event description:
It was reported that during a lobectomy procedure the device was difficult to open. The same device was used to complete the case. There was no consequence to the patient.